Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73e1800767 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a esophagectomy, the user was unable to ligate several times as the clips did not lock. A new unit was used instead.